Event description:
It was reported by service report that the fowler will not lower to a flat position on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Misaligned finger in fowler assembly. Fowler finger realigned into plastic slide.